Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included appendectomy, cyst, cholecystectomy and fetal demise. Previously administered products included for contraception: birth control pills in 2012. Past adverse reactions to the above products included pregnancy with birth control pills. Concurrent conditions included uterine leiomyoma, adenomyosis, chronic cervicitis, tracheal squamous cell metaplasia, cystic joint degeneration, endometriosis, oophorectomy and urinary tract infection. Concomitant products included ibuprofen since 2017, loratadine since 2017 and pantoprazole since 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), bladder disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), fibromyalgia ("neurological conditions or problems type: fibromyalgia"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)") and vulvovaginal pain ("vaginal pain"). On an unknown date, the patient experienced abdominal pain ("pain :abdominal") and nervous system disorder ("neurological condition/problem: unspecified"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oopherectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract disorder, dyspareunia, menorrhagia and abdominal pain had not resolved and the bladder disorder, fatigue, fibromyalgia, gastrointestinal disorder, vaginal haemorrhage, vulvovaginal pain and nervous system disorder outcome was unknown. The reporter considered abdominal pain, bladder disorder, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, menorrhagia, nervous system disorder, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: she had received treatment for the following events "dyspareunia (painful sexual intercourse),pelvic/abdominal, menorrhagia (heavy menstrual bleeding)". Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia and pelvic pain". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Events ¿pain: abdominal and neurological condition/problem: unspecified was added. The outcome of the events ¿pain: dyspareunia (painful sexual intercourse), pelvic, menorrhagia (heavy menstrual bleeding), urinary problems was updated to not recovered/not resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was conducted; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's previously administered products included for contraception: birth control piils in 2012. Past adverse reactions to the above products included pregnancy with birth control piils. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), fibromyalgia ("neurological conditions or problems type: fibromyalgia"), gastrointestinal disorder ("gastrointestinal or digestive system condition type"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy unilateral oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, urinary tract disorder, bladder disorder, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, vaginal haemorrhage, menorrhagia and vulvovaginal pain outcome was unknown. The reporter considered bladder disorder, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2019: pfs received. Case becomes incident. Injury nos replaced with new events: bladder or urinary problems or changes, dyspareunia (painful sexual intercourse), fatigue, fibromyalgia, gastrointestinal or digestive system condition type, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal pain, pelvic pain, she did not undergo an essure confirmation test. Historical drug was added. Reporter¿s information was added. Patient¿s demographics were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.